Event description:
A customer reported to baxter a connection issue related to homechoice cassette found before use. The customer reported to a baxter representative that they were not able to insert the 4-prong cassette into the slot before treatment. There was no patient involvement and therefore, no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample is not available, therefore no evaluation can be performed and no root cause can be determined. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.